Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/08/2019 that on (B)(6) 2019 the receiver shutdown unexpectedly.